Manufacturer narrative:
The information in this report was provided by stryker orthopaedics legal affairs department. No additional information is available at this time due to the ongoing litigation. Should additional information become available, the evaluation summary will be submitted in a supplemental report. Kept by the attorney.

Event description:
It was reported by the patients attorney through the filing of a lawsuit that the patient underwent a right hip total arthroplasty on (B)(6) 2010 where he was implanted with a stryker hip system. It is further alleged that after implantation, the patient began experiencing discomfort. "Diagnostic workup revealed metallosis and marked elevation of serum cobalt and chromium to his right side". The patients right hip was then revised on (B)(6) 2017 in which dr. R noted "copious amounts of pale yellow amorphous material in the hip compatible with reaction to chromium and cobalt ions. There was also a significant amount of black corrosion material on both ends of the taper.

Event description:
It was reported by the patients attorney through the filing of a lawsuit that the patient underwent a right hip total arthroplasty on (B)(6) 2010 where he was implanted with a stryker hip system. It is further alleged that after implantation, the patient began experiencing discomfort. "Diagnostic workup revealed metallosis and marked elevation of serum cobalt and chromium to his right side". The patients right hip was then revised on (B)(6) 2017 in which dr. (B)(6) noted "copious amounts of pale yellow amorphous material in the hip compatible with reaction to chromium and cobalt ions. There was also a significant amount of black corrosion material on both ends of the taper.

Manufacturer narrative:
An event regarding an adverse local tissue reaction involving a metal head was reported. The event was not confirmed. Method & results: device evaluation and results: not performed as the device was not returned. Medical records received and evaluation: a review of the provided medical records by a clinical consultant resulted in rejection of the medical review as "additional information required, x-rays, examination of explanted components and surgical histopathology." Device history review: review of the device history records indicates devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other event for this lot. Conclusions: the subject device has been identified to be within scope of a recall. Lot specific voluntary recall was initiated for the lfit v40 cocr heads. The investigation revealed that only specific catalog numbers and specific lots are impacted by the regulatory action and that the affected lots were manufactured on or before march 4, 2011. The root cause analyses identified a process related anomaly as to the affected sizes and lots. The affected product has all been implanted and/or expired. No further investigation is required.